Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter leaked blood from the root of the needle. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: DHR review could not be performed since the lot number for this investigation was not reported. Received a 22ga iag bc unit, consisting of a fully retracted needle-barrel assembly, a catheter adapter assembly and a needle cover. No packaging material was received. Visual examination: no physical-mechanical damage could be detected on any of the components of the unit received. Since no evidence of damage could be found, proceeded to perform the water leak test water-leak test: leakage occurred, air bubbles were observed on the nose of the adapter. Microscopic examination: damage (tear) on the catheter tubing (within the adapter was observed) upon dissecting the tubing observed the tubing had flare damage (split tubing) causing the leakage experienced by the customer. The defect found on the received unit can be the result of one of the following: (1) misalignment of the flare station. When the flare station is not properly aligned, it can pull the tube down onto the swage pin causing a hole in the tubing above the wedge. (2) the flare blocks being worn down from regular wear and tear during the manufacturing process; this results in tears to the tubing.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter leaked blood from the root of the needle. No serious injury or medical intervention was reported.